Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 450 mg/dl. Customer stated that the sensor could not calibrate and received calibration not accepted alert. Customer stated that product was not adhering. It was unknown if insulin pump was on auto mode. Device will not returned for analysis.